Event description:
Several problems: bloody nose after first night and 14th night continuous blood tinged discharge every day for first month of use. Went to urgent care twice, (B)(6) I think for inflamed nasal structures and infection rash on face from nasal device, looked like skin was burned. FDA safety report ID# (B)(4).